Manufacturer narrative:
Correction to block h6 - the event of further surgery will be captured under f19: surgical intervention. Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; inability to have intercourse; recurrent incontinence; aggravated incontinence; damage; psychiatric injury nonsurgical treatments: the patient was treated with pain medication: vaginally cream for the treatment of: pain etc. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: just follow up treatment and check ups. Treatment duration: ongoing. The patient was treated with topical treatment (including estrogen cream) for the treatment of: vaginally pain.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; thigh pain; painful intercourse; inability to have intercourse; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication: vaginally cream for the treatment of: pain etc. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: just follow up treatment.and check ups. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream) for the treatment of: vaginally pain.